Manufacturer narrative:
During inspection of the sliding lock atraumatic grasper, 33cm double action, it was noticed that the drive shaft pin that connects the drive links to the drive shaft at the distal end was not connected, missing and not returned with the device. Also noticed, were dings and scratches throughout the shaft of the device. In addition, it was also noticed that this unit could have possibly been repaired by a third party in the past. The sliding lock atraumatic grasper, 33cm double action is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and reference. Sliding lock atraumatic grasper, 33cm double action. The probable root cause/s could be user mishandling or user excessive force, due to the broken drive shaft's drive pin or a possible repair made by 3rd party. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.